Event description:
It was reported via voluntary medwatch that the left ventricular (lv) was revised due to an infection. Additional information indicated that the contributing factor to the infection was due to left ventricular assist device (lvad). No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch received mw5155926. D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.